Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a low speed event while at home. Device interrogation confirmed multiple low speed alarms. X-ray images were done and noted some wear at the distal end of the percutaneous lead. The low speed events occured with the patient was tethered to the power module. The patient was asymptomatic during the event. The patient remained on battery power until a ungrounded cable was supplied. The patient underwent a transplant evaluation and the drive line repair was held off during this time.

Manufacturer narrative:
Manufacture's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported low speed events captured in the submitted system controller log file data. In addition, review of the submitted log file data confirmed transient elevations in pump power/estimated flow; however, a specific cause for the parameter elevations could not be determined through this evaluation. The submitted system controller log files cumulatively contained data from (B)(6) 2019 ¿ (B)(6) 2020. Multiple low speed advisory alarms were active with pump speeds reducing as low as 4320 rpm (4480 rpm below the low speed limit) on (B)(6) 2019. The low speed events on (B)(6) 2019 were associated with significant elevations in pump power up to 14 watts. No low speed hazard alarms or full pump stoppages were noted. All of the low speed events recorded in the log file data occurred only while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. No additional low speed events were captured in the remaining log file data; however, a few isolated elevations in pump power above 8 watts (pump power appeared to generally range from about 5-6.5 watts) were noted the afternoon of (B)(6) 2019 and early morning of (B)(6) 2020, peaking at 10 watts. The elevations in pump power correlated with elevations in estimated flow over 10 lpm, peaking at 12 lpm. Most of the elevations in pump power were associated with pi events. A distal end driveline replacement was performed on (B)(6) 2020 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Two rescue tape repairs were observed on the exterior of the driveline. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape repair at the distal end of the driveline segment, the terminus of the distal end bend relief was found to be torn; however, no penetrative damage exposing the bionate layer was noted in this location. Upon removal of the rescue tape repair in the center of the driveline segment, four small areas of damage to the outer silicone sleeve were observed at approximately 7-9 inches from the metal connector, exposing the underlying bionate layer. No holes in the bionate were noted in the areas of jacket damage. The outer silicone sleeve was removed and an area of significant breakdown of the metal braided shield was noted near the terminus of the distal end bend relief (approximately 2-3 inches from the metal connector). The metal braided shield was also noted to be disrupted at approximately 7 inches from the metal connector. The remainder of the metal braided shield appeared unremarkable. Overall, the braided shield of the returned driveline segment appeared to be in fair condition considering almost 5 years of use. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire at approximately 7 inches from the metal connector. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and the test confirmed that the inner metal conductors of the yellow wire were exposed. In addition, hipot testing identified a very small breach in the insulation of the black wire also at approximately 7 inches from the metal connector, exposing the inner metal conductors. Microscopic inspection of the wires revealed that the yellow and black wires as well as the adjacent green wire appeared flattened with evidence of impression marks on the insulation from the metal braided shield, suggesting that the damage was mechanical in nature. The wires showed no evidence of fatigue failure such as kinking or insulation marks consistent with abrasion against the braided shield. Moreover, the wire damage was found to be located beneath one of the areas of outer jacket damage, further suggesting that the damage was the result of mechanical trauma. Additionally, closer inspection of the bionate layer in the area of jacket/wire damage revealed a small impression; however, no penetrative damage was noted. If the exposed conductors of either compromised wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted log file data. The system also had the potential for an electrical short to occur on battery power to cause low speed events if the exposed conductors of both compromised wires made simultaneous contact with the braided shield. Heartmate ii lvas IFU (documents 106020, rev. H and 10006960, rev. C): section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms (including the low speed operation advisory) and the appropriate actions associated with them. Sections 1 "introduction" and 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes and also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 4 also cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Heartmate ii lvas patient handbook (documents 106022, rev. G and 10006962, rev. C): section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low speed operation advisory alarm, call your hospital contact immediately for diagnosis and instructions. The patient remains ongoing on the device and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
The patient experienced low speed warnings. Log file analysis noted power and flow elevations above normal parameters. During the review of the log file, no low speed alarms were noted. On (B)(6) 2020, the patient received a external driveline repair with no issues. After the repair, the patient was tethered using a grounded patient cable. No further alarms occured.